Event description:
It was reported that occlusion alarms occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. Blood glucose level was 150 mg/dl. Reportedly, the customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.